Event description:
Two years after gummy breast implants I started noticing skin rash and itching. Pain in chest and around breast, neck and back pain, severe fatigue. Also started to notice more depression and mood swings. Blood pressure which has been normal without meds for 7 years is starting to become higher requiring new medication. Weight gain despite better diet. Removed wheat, corn, peanuts and tree nuts due to skin issues.